Event description:
Reporter alleged the customer obtained the results of 511 mg/dl and 103 mg/dl back to back within 10 minutes on the aviva system. Reporter stated the customer felt hypoglycemic symptoms and ate sweets to bring up her blood glucose levels. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.